Manufacturer narrative:
The customer noted sample reference and sample noise errors bci customer technical support (cts) assisted the customer with troubleshooting and recommended the use of personal protective equipment before troubleshooting. The cts had customer clean the eic (electrolyte injection cup) and calibrate ise (ion selective electrode). The customer stated that sodium (na) was getting reference drifts, and the cts suggested customer to remove na reference electrode, dry, twirl, dry port, reinsert, prime and recalibrate. This did not resolve the issue. The cts suggested customer to check the reagent, which the customer found low. The customer replaced the ise reference and buffer, primed and recalibrated successfully. The customer was to call if problem continues. No further complaint was filed as of (B)(6) 2011. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to liquid splatters on synchron lxi 725 clinical system. The customer stated that the line 26 was popping off and the probe goes into eic splattered liquid. There was no effect to patient or user.